Manufacturer narrative:
No button error alarm during testing. However, insulin pump had intermittent button response due to corroded all buttons on keypad trace. No moisture damage on electronic, motor, vibrator and battery tube assembly during visual inspection. Insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump returned a button error alarm. Customer reported that the insulin pump may have recently been exposed to sweat. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.